Event description:
From 12/21/98 through 1/1/99, pt experienced symptoms of hypotension; red, tearing, itching eyes, nausea, and vomiting. Pt did not experience any two symptoms on same treatment day. Pt experienced some nausea and vomiting on a few occasions when sent home.